Event description:
Connection issues associated with the atrial channel during the implantation procedure; therefore the device was not implanted. The physician has watched the lead connection video posted on the company website. But as indicated, the recommended methods were not applied. Another pacemaker was subsequently implanted.

Manufacturer narrative:
On (B) (4) 2010, this event concerns a device that was mfg and used outside the united states. Analysis is pending.